Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on stored egm. Some noise was also noted on atrial and ventricular channel. Programming changes were made and there were no further issues.

Event description:
New information received notes that the lead noise was reproducible by manipulating the can. Programming changes were made. The patient is on remote monitoring and the physician will continue to monitor the patient.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that when the asymptomatic patient presented in clinic, many episodes of auto mode switching due to atrial lead noise was observed. The noise was reproducible in clinic. The patient will continue to be followed normally.